Event description:
It was reported that the delivery system was damaged. The patient was undergoing a left atrial appendage (laa) closure procedure with a 27mm watchman® laa closure device & delivery system. After successful deployment of the device, the physician attempted to do the tug test; however, it was not possible to pull the wire back into the watchman delivery system (wds). The device met release criteria per the transesophageal echocardiogram (tee), therefore the device was released without the tug test. The wds was removed and it was noted to be very flat along its entire length. There were no patient complications reported and the patient¿s condition was stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed a watchman delivery system (wds) with a watchman access sheath (was) was returned. The implant was not returned for analysis. There was no damage or irregularities to the tip of the device. There were numerous kinks throughout the shaft of the wds. The majority of the shaft was slightly flattened. There was no damage noted to the braiding. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the delivery system was damaged. The patient was undergoing a left atrial appendage (laa) closure procedure with a 27mm watchman® laa closure device & delivery system. After successful deployment of the device, the physician attempted to do the tug test; however, it was not possible to pull the wire back into the watchman delivery system (wds). The device met release criteria per the transesophageal echocardiogram (tee), therefore the device was released without the tug test. The wds was removed and it was noted to be very flat along its entire length. There were no patient complications reported and the patient¿s condition was stable.

Manufacturer narrative:
(B)(4).